Event description:
Subsequent to the initial medwatch filed, additional information received: after the patient was transferred to the intensive care unit, diagnostic showed hypoxic brain damage. The physician stated this was probably not caused by the mitraclip device but was probably due to the patient comorbidities and cardiopulmonary resuscitation (CPR). No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer. The steerable guiding catheter (sgc) was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; there was no reported device malfunction and the product was not returned for analysis. The reported patient effect of cardiac arrest, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that per the physician, the brain damage was not caused by the mitraclip device, but was probably due to the patient comorbidities and cardiac arrest. In regards to the reported cardiac arrest, a review by an abbott vascular senior medical advisor noted that the procedure was contributory to the cardiac arrest due to the possible irritation of the conduction system in the left atrium. Additionally, the review concluded that there was no evidence of device deficiency or malfunction of the steerable guiding catheter in causing or contributing to the cardiac arrest. The subsequent hypoxic brain injury was secondary to the patient comorbidities and cardiac arrest. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is reported for cardiac arrest that occurred after insertion of the steerable guide catheter into the left atrium. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. There was no difficulty noted during transseptal puncture. The steerable guiding catheter (sgc) was advanced from the right atrium (ra) to the left atrium (la) without issue. After the insertion of the sgc from the ra to the la, the anesthetist informed the physician that the patient had no blood pressure. There was no contact between the sgc and the wall of either atrium. Cardiopulmonary resuscitation (CPR) with medication was performed and tee confirmed no pulmonary embolism. After 20 minutes the patient was hemodynamic stable, with stable heart rate and blood pressure. The procedure was aborted with no clip implanted and the mr grade remained at 3-4. The patient was intubated and transferred to the intensive care unit in stable condition. The physician suspected a cardiac conduction system impact of the sgc while advancing into the la. It was noted that after retraction of the sgc, the patient recovered to normal hemodynamic conditions. There was no evidence of arrhythmia or aberrant conduction pathways prior to the event. No additional information was provided.